Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly and corroded battery tube noted during visual inspection. Unable to confirm missing segments due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a bar code on display that appeared and goes away and bars going vertically on the screen. The customer¿s blood glucose level was 180 mg/dl. No troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, active current test, sleep current test and selftest. No device problem found. (B)(4).